Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was no delivery of blood noticed at the proximal end of the marker lumen of the first proglide. Hemostasis was achieved with the second and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported no delivery of blood noticed at the proximal end of the marker lumen was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the device was successfully flushed with saline prior to use. A 6f sheath was used and sheath was upsized to 14f at the right common femoral artery.